Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was getting errors and sensor end alarms. The unit ran for two days and got a stop sensor and lost sensor alert after which it could not connect to the insulin pump for the next several days. At the end of six days the customer was able to restart the sensor which worked for only one day. In the history of the insulin pump it showed weak signal and lost sensor alerts. The blood glucose was 196 mg/dl. The customer was wearing the same sensor for more than six days. The customer was advised to remove the sensor because the labeling stated for six day wear only. Nothing further was reported.